Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/1/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original folding carton. The cartridge was observed correctly engaged into the lower body of the preloaded device. The plunger was observed in the advanced position. The plunger was gently pulled back and found locked. Visual inspection at 10x microscope magnification was performed. The lens was not returned. The cartridge tip/tube was deformed/cracked. Scarce residues of viscoelastics were observed in the cartridge. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the injector had a beveled broken tip. The product was not in contact with the patient. The issue was noticed during implant preparation. No additional information was provided to abbott medical optics.